Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected, what seems to be needle holes in the rickham reservoir were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: pediatric patient has been having consistent headaches and was asked to change pressure from 120mmh20 to 150mmh2o. Even after changing pressure by the programmer & further taking an x-ray verification it still shows at 120mmh20. No protein buildup in csf as per surgeon. Further, surgeon has indicated revision. Yes, when we programmed the shunt to 150mmh2o and verified with x-ray..it still showed 120 mmh2o. The shunt was implanted in patient in (B)(6) 2009.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.